Manufacturer narrative:
Reliability analysis inspected (B)(4) opened/used enlite sensors and performed bicarbonate buffer test. All (B)(4) sensors passed per specification with accurate readings. Unable to confirm needle anomalies due to customer did not return insertion needles.

Event description:
The customer reported via phone call that the insulin pump's serter was not releasing the sensor after insertion. While inserting two sensors, the customer bled profusely. The insulin pump went into threshold suspend when his blood glucose level was 147 mg/dl. Customer's sensor glucose reading was 195 mg/dl but his blood glucose level 115 mg/dl. An error 86 appeared on the blood glucose meter. The customer was advised that the device would be replaced and agreed to return the product for analysis.